Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 30. July 2010, part: 388.750 lot: 3515139. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an unknown spine procedure on (B)(6) 2016, the handle on a table top rod cutter and bender instrument broke intraoperatively while cutting a competitors spine rod. A back-up instrument was available to complete the procedure. No surgical delay was reported. No additional medical intervention was required. The procedure was completed successfully. This complaint involves 1 device. Concomitant device: non-synthes rod (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) table-top rod cutter was returned with a complaint stating that the instrument broke intraoperatively while cutting a competitor¿s rod. No surgical delay or harm was reported. A visual inspection, device history record review (DHR), and drawing review were performed as part of this investigation. All components, with the exception of the stop, were returned for investigation. The complaint was able to be confirmed as a 19.91mm segment of the arm had broken off. This fragment was returned and contains the threads needed to thread into the long handle. The arm broke right at the point where the threads end. Additionally, the front right corner of the base of the device was chipped, most likely as a result of dropping the heavy instrument. The remaining components show signs of wear, but are in functioning condition. Replication of the complaint is not applicable as the device was returned broken. Although the definitive root cause cannot be determined with the given information, it is likely that repeated cantilever force exerted at the point of varying stability (metal rod threaded in cannulation vs no material in cannulation) over the course of the device¿s life (6+ years) contributed to the complaint description. The description states that a competitor¿s rod was being cut at the time of the breakage. The device is intended to cut synthes rods, so the difference in the material characteristics of a competitor¿s rod may have also contributed to the complaint condition. The rod cutter is a common spine instrument noted in multiple technique guides to cut rods of diameters ranging from 3mm to 6mm. In the universal spine system (uss), the cutter is one of three devices available to cut a rod to length. The uss system contains both hard and soft stainless steel and titanium 6.0mm rods ranging from 50mm to 500mm in length and special device versions of the rod are available to 700mm. The relevant product drawings were reviewed. Changes to the drawings since the manufacture date of the complainant device were not relevant to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.